Event description:
Reportedly, pt had post op bowel leak, dr could not differentiate where leak was coming from due to necrosis, thought it was from gia 60 staple line. Pt had healthy tissue. Pt had to go back into surgery at a later date to fix post op leak. Procedure: right hemicolectomy.